Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoirs and no air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. No air bubbles were noted.